Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus confirmed the jet tube has white foreign material inside the tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material remaining in the auxiliary water channel was because the device was returned to olympus without reprocessing at the user facility. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection the colonovideoscope exhibited foreign material in the jet tube. There were no reports of patient involvement.